Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep). The catheter was returned to the manufacturer for analysis. It was reported that the patient was receiving lioresal intrathecal. The patient was not in a clinical study. The device was to be replaced with a product of the same manufacturer. The device was said to be able to be disassembled for analysis and an analysis report was requested. The event date was listed as (B)(6) 2017. The device was used with/in a patient for treatment. There was no patient injury and no patient death. The patient status after the device was removed was said to be ¿recovered without sequela¿ and there were no further complications reported/anticipated. The reason for catheter removal was listed as ¿other.¿ there was no rotor study performed, but there was a dye study performed and the results were ¿patent.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8781 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving compounded baclofen [213.5 mcg/ml] at a dose of 67.40 mcg/day and morphine [17.3 mg/ml] at a dose of 5.461 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that preoperative interrogation of the pump revealed normal device function. It was indicated that the patient stated having normal therapy but the clinic was seeing an increase in residual volumes on refills. It was noted that there were no signs or symptoms the patient was experiencing related to the issue and that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that according to the patient¿s managing hcp, the patient had an outpatient dye study completed by another hcp that revealed a ¿patent catheter.¿ it was indicated that the troubleshooting of the dye study was recent. Despite that it revealed a ¿patent catheter,¿ the patient was brought to the operating room (or) on (B)(6) 2017 for catheter revision/replacement as surgical intervention taken to resolve the issue. When the pocket was opened the hcp saw the patient¿s catheter pump segment was twisted so much that the pump segment a few centimeters away from the pump connector had completely severed from being twisted so much. The catheter was completely explanted and replaced. It was indicated that the catheter would be returned by the representative. At the time of the report the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred) and the issue was resolved. No further complications were reported or anticipated. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
Analysis of the catheter body found significant twisting that may have affected infusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-may-31 from a consumer. It was reported that the pump began flipping about 4-5 refills after the pump was implanted (implanted on (B)(6) 2015). She was advised to continue to wear her abdominal binder to allow the pump to "set" completely. On (B)(6) 2017 she had a refill and the pump was "flipping and flopping". The nurse stuck her several times and the patient was bleeding and they used "the machine" and couldn't find the port. The doctor manually flipped the pump back. The patient said she was light headed while driving home and she was "so high" and she actually passed out when she got home. She called the hcp the next morning and they told her she probably "received too much of an increase". A few days later the patient's pain increased significantly so she returned to the office where they increased her dose. There was no improvement of her pain, the pain was actually worse. She returned to the office again and told the nurse it still "wasn't working". Another increase was made. The patient again reported no improvement and stated she could hardly breathe. The pump was checked at the office and there were no anomalies seen. The pump was still "flipping and flopping" and the patient was experiencing sweating, vomiting, bad spasms and a bad headache. She said it must have been withdrawals and it continued through (B)(6) 2017. The patient's pump and catheter were revised (see previously reported information) on (B)(6) 2017 due to her catheter being "broken" and "dislodged." She noted the catheter "wasn't hooked up to the pump". The surgeon left the tip of the catheter, which was noted to be his medical decision, and added a new catheter. The patient reported she was sick for 5 days afterwards. Her back was hurting really bad. The doctor told her that they believed the patient was just seeking more medication. She had another appointment in (B)(6) 2017 and her back pain was "so bad". The doctor wanted an MRI taken of the patient's back and abdomen but the scan had not yet been performed. No further complications were reported.